Event description:
Physician got liquid from a cryogenic wart treatment in his eye. Physician did not use the device according to the package insert. Dr shook the unit while charging the foam applicator and a drop of liquid got into his eye. Minor discomfort was experienced which the physician felt could be the result of flushing his eye with water in accordance with the msds procedures.